Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: ¿seroma fluid¿, patient¿s concern with the product, capsular contracture, baker grade iii to IV, swelling, discomfort, and inflammation. Device has been explanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare provider reported left side ¿seroma fluid¿, patient¿s concern with the product, capsular contracture, baker grade iii to IV, swelling, discomfort, and inflammation. Device has been explanted.